Manufacturer narrative:
A field service engineer (fse) was dispatched on 07/05/2016. The fse replaced tubing i6 injection valve to line filter to eliminate high pressure error and ran qc. All tested within specs. There was no furhter action required by the fse. The g8 analyzer is functioning as intended with all issues cleared. The most probable cause of the reported event was pump unit, fault of failure of inlet check valve. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported high pressure with the g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.